Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A combined pack was returned and visually inspected. The identification (ID) tab of the pinch plate was broken off. Surgical residue was inside the drain bag indicating the cassette was used for surgery. Lab stock combined cassette was used to test the returned manifolds. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. The root cause of the customer's event could not be conclusively determined due to the broken ID tab. The returned condition of the cassettes rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that solution leaked from a cassette before surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. No patient impact was reported.